Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.

Event description:
It was reported that during a pta treatment procedure involving the left superficial femoral artery (sfa), a vessel dissection requiring stenting occurred. A 6f terumo pinnacle sheath was placed in the left common femoral artery (cfa), with the distal tip in the left mid sfa. The severely stenotic, distal sfa lesion was successfully crossed with a 0.014" stabilizer plus guidewire. Balloon angioplasty was performed using the 5.0x20x135 gazelle balloon catheter which was inflated to 2 atms for 35 seconds. Following balloon angioplasty, a severe dissection was noted, threatening acute vessel closure. Subsequent stent placement was required. The balloon and guidewire were removed and a 0.035" supra core guidewire was placed distal to the lesion through a 4f glidecatheter at the popliteal artery. An xceed otw 7x40mm stent was successfully deployed and was post-dilated with an ultra-thin diamond 5x20mm balloon inflated to 8 atms for 20 seconds. Final angiography revealed excellent results and unchanged two-vessel runoff. Current patient status is reported as "okay."